Event description:
Three pt samples with low sodium results. The results were questioned by the physician, and the samples were repeated on another analyzer - same methodology, giving higher results. Pt 1, initial result gave 129 mmol/l; repeat gave 145 mmol/l. Patient 2, initial result gave 120 mmol/l; repeat gave 135 mmol/l. Patient 3, initial result gave 124 mmol/l; repeat gave 139 mmol/l. Erroneous results were reported. Pts not adversely affected. User resolved the discrepancy by performing maintenance/troubleshooting activities.